Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and the threshold had risen slightly since implant. The rv lead was reprogrammed and remains in use. Also, the threshold on the right atrial (ra) lead had risen and was high. The ra lead remains in use. No patient complications have been reported as a result of this event.